Event description:
Reporter alleged the test strip vial that is used with the blood glucose monitoring device has a different expiration date on the vial versus the manufacturer's inventory system. Reporter stated the expiration date on the test strip vial was 03/31/2006 and the inventory system indicated the product is expired with a date of 05/31/2004. Reporter indicated no actions or treatment was received as a result of the alleged incident. A request was made for the return of the suspect device and replacement product was sent.